Event description:
In (B)(6) 2010, clicking, pain in lateral aspect left hip, pain at night, no assistive device, trochanteric bursal injection. On (B)(6) 2011 - pain continued, follow up office visit, conservative treatment for trochanteric bursitis. X-rays normal. On (B)(6) 2011 - seen in office; recommend MRI, blood work, persistent left hip pain, clicking, reported sense of grinding; recommend second opinion. Same pt as (B)(4).